Event description:
A medtronic representative reported that while setting up for a case, prior to registration, the synergy cranial software suddenly exited. They rebooted the system and it functioned properly. The rep went to the hospital and was unable to recreate the issue. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The medtronic representative went to the site to troubleshoot the alleged malfunction and was unable to duplicate the event.